Event description:
Primary total hip arthroplasty implanted on unknown date, with revision of acetabular liner and modular head components on 1994. Due to reported pain and osteolysis, a second revision was performed on 2001 to replace liner and modular head components.